Manufacturer narrative:
(B)(4). The customer reported that the external paddles would not discharge during testing. This was in testing only and there was no pt involvement. Philips evaluated the device and the involved paddle set and localized the failure to the external paddles. The device was returned to the customer with a recommendation to replace the involved paddle set.

Event description:
The customer reported that the external paddles would not discharge during testing.